Event description:
It was reported that the customer's insulin pump had many scratches and the display was worn out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched display window, cracked battery tube threads, and loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.